Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. Reporter phone number unknown. The customer stated that the software on the unit was upgraded and that resolved the reported issue.

Event description:
The customer contacted technical support (ts) stating that unit would not enter stand-by mode. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.